Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter name and address: initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and non-tortuous shunt in the right hand. Following crossing of the guidewire, a 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, a contrast agent leak was observed at about 2 atmospheres when the device was dilated to use. The balloon was suspected to be ruptured so the use of the device was discontinued. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
A2: age at time of event - 18 years or older. E1: initial reporter city: (B)(6). Device evaluated by MFR. : a symmetry device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device. The balloon was inflated to rated burst pressure with no leaks or issues noted. The rated burst pressure for this device is 15 atmospheres. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. The inflation device was tested before and after use with druck pressure gauge g19252.

Event description:
It was reported that balloon rupture occurred.the 75% stenosed target lesion was located in the mildly calcified and non-tortuous shunt in the right hand. Following crossing of the guidewire, a 4.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, a contrast agent leak was observed at about 2 atmospheres when the device was dilated to use. The balloon was suspected to be ruptured so the use of the device was discontinued. The device was removed and the procedure was completed with a different device. There were no patient complications reported.